Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse noted that the locking clamp screw on arm 4 was broken. It is unknown if the issue was related to a carriage screw at the time of this report. The fse replaced the screw, tightened with thread locker and tightened to the specified torque and also cleaned the video tower filter. The complaint was confirmed based on the field evaluation. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the patient side cart (psc) universal surgical manipulator (usm) 4 was loose with no further details. Technical support engineer (tse) found no errors from usm 4 or anything related to this in the logs and not able to further provide information on what is loose, drifting, problems at surgery, since when the problem exists and mentioned, that much dust has accumulated on the system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure and the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially power on without errors. Isi technical support was not contacted for troubleshooting. No actions were taken to resolve the reported issue/to continue the procedure. The procedure was completed robotically with da vinci. The surgeon did not disable or discontinue use of arm due to issue. The procedure was completed robotically with all 4 arm. The arm 4 did not move unexpectedly.

Manufacturer narrative:
The probable root cause is attributed to a broken locking clamp screw on the set up joint (suj).

Event description:
Refer to h11 for follow-up information.